Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-125mg/dl fasting. Verified test strips expire 09/27/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 176mg/dl and 177mg/dl fasting. Reviewed meter memory: (B)(6). Customer explained that she ran a blood glucose test on (B)(6) 2015 @ 11:30pm and she got 185mg/dl then she took 20 units of lantus, later in the morning 5:30am that's when she got 70mg/dl. At the time of test she felt very weak. She thinks that the meter be reading too low. During a follow up call made on (B)(6) 2015, the customer confirmed has not had any medical intervention since the last call.